Event description:
I used a mueller sport care tennis elbow support for 8 hrs and afterwards I had fluid welts for 3 days at the site of the gel pad. I did not wear it more than the first day for 8 hrs and I contacted the company the following day. Ten days later I still have red marks on my arm from where the gel pad came into contact with my left arm.